Event description:
When defibrillating the pt using the electrode pad on the pt there was a spark, smoke and a burning smell. Proceeded to check the electrode and discovered that there was "doble plasty" in between the cover gel on the electrode. This caused the pt to burn in the left chest area.